Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports a pinching sensation in the vaginal area. Patient doesn't usually feel stimulation, but only feels stimulation and the pinching sensation when laying down in bed. It was reviewed that positional changes can affect stimulation sensation. It was recommended to turn stimulation down at night to see if it resolves the pinching. Patient will follow up with their healthcare provider (hcp) if the pinching doesn't resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the pinching sensation only occurred when the consumer was lying down. In an attempt to resolve the issue the amplitude was turned down, but after turning it down it occurred once when lying down in bed, but hadn't occurred again. The consumer currently wasn't having any issues, and no further complications were anticipated. The consumer¿s weight at the time of the event was (B)(6).